Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurement, pacing inhibition and caused muscle stimulation. A lead revision was to be scheduled. Additional information received that this ra lead was reprogrammed to vvi. This lead remains in service. No adverse patient effects were reported. Additional information received indicating that this ra lead dislodged and was repositioned. This lead remains in service. No additional adverse patient effects were reported.